Event description:
A facility representative reported with a description of when deliver into the eye the surgeon noticed a crack in the intraocular lens. The lens had to be removed and replaced with a backup lens. Additional information has been received and stated that the patient has corneal edema.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).